Event description:
It was reported that the device was used during an unknown procedure. The jaws of the device would not close completely. The top jaw is bent upward. Unknown how the case was completed. No adverse consequence to the patient was reported.

Manufacturer narrative:
(B)(4). Damaged anvil. The analysis results found that one device was returned with the anvil bent upwards and without reload present. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch record was reviewed and no anomalies were noted during the manufacturing process.